Event description:
It is reported that patient underwent right hip replacement in 2003, and was revised in 2008, due to pain and infection.

Manufacturer narrative:
Evaluation summary: no products were returned for evaluation. The device history record indicates that the products were manufactured and inspected per specification. No cause analysis is possible as to what caused the infection. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened, zimmer considers the investigation closed.